Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. The device was programmed out of safety mode and back into normal operation mode, where the programmer was used and communicated successfully. Device testing was performed, where normal device function was observed. Examination of the device memory confirmed that the device went into safety mode as a result of memory load from unused error that triggered three ram assertion errors. This family of devices has been specifically designed such that if three system resets occur within a 48-hour period, a device will enter safety mode.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pre-implanted pacemaker experienced a reset and went into safety mode. The cause of the reset was unknown. This pacemaker was returned for analysis. No patient involvement.